Manufacturer narrative:
The cobas e602 analyzer serial number was not provided. The cobas e602 analyzer had been deinstalled and disassembled. Therefore, further investigation was not possible. A general analyzer or reagent problem was not present, because the qc prior to the event was within ranges. The investigation was unable to determine a specific root cause.

Event description:
There was an allegation of questionable elecsys hcg+ss results from the cobas e602 analyzer on (B)(6) 2026, a patient sample was tested on the cobas e602 analyzer with a result of 193.1 miu/ml. On (B)(6) 2026, the clinician indicated that the result was inconsistent with the patient's status, and a new sample was drawn. Using a cobas pro e801, the result for the new sample was <0.1 miu/ml. Using a cobas pro e801, the original sample was repeated, and the result was <0.1 miu/ml.